Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced increased seizures, four spells since the last visit. It was noted that the patient was under a lot of stress. The patient was referred for prophylactic generator replacement surgery. No known surgical interventions have occurred to date.attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.